Event description:
It was reported that there was a power on reset (por) condition and an error code of 0400, which was noticed on the day of the report during an clinician programmer interrogation. It was noted that the patient was struck by lightning 10 days prior to the report. The patient noted no significant changes to stimulation afterward and did not recall if stimulation turned off after the event. It was noted that the patient had nothing dramatic in therapy but did require more amplitude than before and since the event occurred. The patient needed 2.3 volts for relief versus previously of 2.1v. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# j0110977v, implanted: (B)(6) 2001, product type: lead; product ID 3550-09, lot# l95927, implanted: (B)(6) 2001, product type: accessory; product ID 3550-09, lot# n125672, implanted: (B)(6) 2010, product type: accessory; product ID 3550-09, lot# n0052036, implanted: (B)(6) 2007, product type: accessory; product ID 74002, lot# n228872, implanted: (B)(6) 2010, product type: adapter; product ID 7435, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).